Event description:
It was reported that bd plastipak luer-lok syringe contained foreign matter. No serious injury or medical intervention was reported.

Manufacturer narrative:
It was performed the DHR, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The images and sample sent by the customer was verified and it was possible to observe foreign matter. The potential cause for the problem is a contaminations at production line.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ luer-lok¿ syringe contained foreign matter. No serious injury or medical intervention was reported.